Event description:
A 3.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an unk lesion. The vessel morphology was not reported. It is unk if the lesion was pre-dilated. The pt was brought in emergently with an acute mi. It was reported that the physician was back loading the device and could not see the stent on the catheter. The staff commented that they could see the stent and the physician proceeded. The catheter was at the lesion site and the balloon was inflated. Upon balloon inflation, there was no visible angiographic reference that the stent had been deployed. Following the use of ivus, the physician verified that the stent was not deployed at the lesion site. The staff attempted to locate the stent, this was unsuccessful. The lesion was treated with another MFR's stent. The pt is fine.

Manufacturer narrative:
Eval codes, results: conclusions: (no films or product remained).